Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints int he lot. Additional information was requested on 10/19/2007 and 10/21/2007 by phone, fax and mail. A completed questionnaire was received.

Event description:
A surgeon reported a patient's vision is not as good as she had hoped ten days following unilateral intraocular lens (iol) implant surgery.